Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose and the insulin pump received motor error. The customer¿s blood glucose level was 404 mg/dl at the time of the incident and current blood glucose was 404 mg/dl. The customer declined troubleshooting for high blood glucose. It was reported that they during rewind the insulin pump and received a motor error alarm. The customer reported that there was fluid under the display. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump. Recommended customer refer to back up plan, per health care professional instructions. The insulin pump will not be returned for analysis.